Event description:
A consumer reported he is having problems with his left eye following bilateral intraocular lens (iol) implant surgery. He reports seeing halos, points of light, glare and blurred vision. He also stated he has difficulty reading at near distances with dim lighting. He reported he has no problem with his right eye. In early 2008, he had refractive keractomy surgery in the left eye. He reports his vision is better now, but is still not as sharp as the right eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. Additional info was requested on 06/12/2008 and 06/16/2008 by phone and on 06/16/2008 by mail.